Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer inserted a sensor and it was not reading properly. Customer reported that sensor was reading low. Customer reported that issue was a past event, but was not sure if cannula was still in the body. Customer was advised that sensor would be replaced.